Event description:
Purchased what I believed to be contact solution (clean clear) from the store, never having heard of hydrogen peroxide solution, and used for my contacts in my normal lenses case. The next morning, put one contact into my right eye and immediately felt a horrible burning. My eye was burning so badly, I couldn't open it to remove the contact. Since then, I have not been able to keep my eye open without intense burning and watering. The labeling for the solution is not inherently understood to be anything but the other 50 contact solutions, it is directly next to on the shelf at the pharmacy. It is only when you open the box is the red warning label apparent, which at the point that I had removed the solution. I had already removed my contacts and set them in my normal lenses case - my vision was blurred, I couldn't read the bottle. Having never heard of such a product, I had no indications this was anything but normal solution. Additionally, after the event occurred, I followed instructions and rinsed my eye with water, and then a visine (saline) solution. Later, when the pain did not dissipate, I went to my eye dr. She advised that visine should never be used after this type of event, as the redness/irritation reducing visine does so through removal of oxygen from the eye. But your eye needs the oxygen to heal from the burning by the clean clear. She said the solution, although it was only in contact with eye for maybe 10 seconds before I was able to remove the contact and flush with water, chemically burned my eye. I was given a steroid drop, an antibiotic drop (for the open wound on my eyeball), a numbing drop (only last 10 mins, unfortunately) and advised to get sleep to heal the eye naturally. I was also given the proper "tears" needed to flush my eyes and told to throw away the visine. When I required, she said she gets calls like this weekly because of this product. At this moment (10 hrs later) I can still barely open my eye. I am on vacation and not only has this occurrence caused me to miss work, but it has cost me money from an unplanned drs visit.